Event description:
The manufacturer received information alleging a low airflow condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a the reported problem was not able to be duplicated. An error e-95 was recorded. The main pca was replaced to resolve. Life related smell was confirmed so the following parts were replaced to resolve, blower assembly, outlet flow path, right side assembly and ui panel. The device was overall checked, cleaned and functionally tested. Software version was confirmed 3.6.2.